Event description:
It was reported that the pump boxes were labeled as pharmgard enabled (blue-back), but the pump in the box was a manual mode (gray-back) pump. The pumps themselves are physically gray-backed and when turned on, they are verified as manual mode pumps. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received. The complaint was verified by visual testing. The cause is the serial label was mislabeled. Replaced the serial label to correct the issue. The device passed all functional tests after the repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.